Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The end user states, the chair is driving in a circle and is showing a joystick fault error code.